Manufacturer narrative:
The investigation into the reported high purge pressure was completed. The pump, purge cassette, and data logs were returned for evaluation. Analysis of the data logs confirmed high purge pressure about ten minutes after initial pump activation. The purge pressure remained high and pump flow waveform were saturated throughout support. Visual inspection of the pump and purge cassette revealed no external damage or abnormalities. Functional testing of the purge cassette was within normal limits with no purge related alarms. Visual inspection of the motor house revealed no evidence of blood ingress; however, there was evidence of tpa clearing out the purge line. The root cause of the high purge pressure was ingested biomaterial. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.

Event description:
The user facility reported that a 66-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced a purge pressure increase several minutes after starting the pump, with purge pressure rapidly increasing. Visual inspection did not reveal any kinks in the lines. The purge line was flushed, and the purge cassette changed. The tissue plasminogen activator (tpa) protocol was subsequently initiated as precaution for suspected clots blocking the purge. The decision was made to replace the pump to minimize risk to the patient. There were no reports of harm to the patient.